Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had become discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings: the pump was booted to the verify screen with dim pink contrast. The pump cover was removed and the screen was replaced with a new test screen with a normal contrast observed. The keypad was fully intact, with no peeling or damage observed. The ok key responded to testing. The down and up buttons were intermittently unresponsive. The contrast button was unresponsive. The keypad cover was removed to investigate and contamination was observed under the contrast, down and up contact buttons. The audio bolus button was observed to be torn and was iintermittent ly unresponsive. The bolus button was removed and contamination was observed under the rubber cover.